Event description:
Additional information reported indicated that the cause of the puckering issue was unknown. A pocket revision was performed and the patient was doing fine.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that patient¿s stimulator pocket ¿puckers the skin and sticks outward upon sitting¿. It was added that the healthcare provider was planning a pocket revision. It was noted that patient status was reported as "unknown". A follow-up report will be sent if additional information becomes available.